Manufacturer narrative:
Additional info b5: medtronic received additional information that a blood transfusion was not required as a result of the event reported medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an eopa 3d arterial cannula leaked when cardiac bypass was initiated for a mitral valve surgery. The leak occurred after the cannula was connected to the perfusion circuit and flow was initiated. It was stated that the cardiac bypass flow initiation was impacted. The leak came from the non-wire wound clamp section of cannula. The leak occurred after connection to the perfusion circuit, flow was initiated but the patient was not cross clamped yet. It was stated that around 50 mls of blood was lost. The cannula was replaced with a cannula from a different lot so the case could proceed. No patient complications have been reported as a result of this event.